Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post procedure check, the atrial lead exhibited undersensing, the device was reprogrammed. The following day the patient was checked and the physician was happy with the numbers. The patient was stable and would continue to be monitored.